Event description:
ICU medical cadd pca pump: pump is secured with a 3-digit security code which is not secure. Patient obtained the security code by observing the rns or hearing the code when the rn called asking for the code. The patient was able to unlock the pca pump and re-program the dosing when the rns were not in the room. This resulted in the patient receiving hydromorphone 23.2 mg in the span of 15 hours when the max dose should have been 15.65 mg over 15 hours. Luckily this was an opioid tolerant patient so there was no respiratory depression associated with the high dose given.